Manufacturer narrative:
A review of the manufacturing records that included review of sterility records was performed and found that the lot was manufactured to specification. Infection and hematoma are known inherent risks of surgery and are listed in the adverse reaction section of the IFU as possible complications. Based on the information provided a definitive conclusion cannot be made as to the degree to which the hernia patch may have caused or contributed to the patient¿s reported post implant hematoma and infection. As reported by the surgeon the extensive lysis of adhesions that was performed during the implant procedure may have contributed to the post operative e. Coli infection. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that in (B)(6) 2017 the patient was implanted with a bard ventralight st hernia patch. As reported this was a very difficult case with extensive lysis of adhesions. As reported three days post operative the patient began to show signs of an infection. It was reported that ¿the patient has pneumonia, but cultures came back positive showing an infection related to the mesh.¿ the patient was hospitalized and treated with antibiotics and subsequently underwent a reoperation procedure that revealed a large hematoma. Cultures were taken and grew out e. Coli. As reported the surgeon had concern for mesh infection and in (B)(6) 2017 the patient underwent a procedure to explant the mesh. It is reported the mesh was surrounded in an infectious pocket of fluid. The surgeon reports that the extensive lysis of adhesions that was performed during the implant procedure may have contributed to the post operative e. Coli infection. Following explant the patient was treated with antibiotics and has been released from the hospital.